Manufacturer narrative:
The received device had the cannula assembly deployed. The pod generated an 0x40 alarm and a drive stall was present in the data. Inspection of the device found corrosion and the bottom housing and the batteries were depleted. Investigation of the fluid path found an internal tear in the soft cannula, allowing fluid to exit the fluid path and leak into the pod. It cannot be determine how this damage occurred, or whether it contributed to the reported alarm. No other damages or manufacturing deficiencies were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 341 mg/dl. The pod reportedly alarmed while worn on the abdomen for between 4 and 24 hours.